Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)) identified the root cause to be due to fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that a sharp metal burr at top of impactor cut the surgeons hand. There was no reports of patient injury or patient adverse events.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.